Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl. The alarm was cleared; however, insulin delivery was not immediately resumed causing the bg level to increase. When the insulin delivery was resumed, a bolus of insulin was delivered to address the bg level. After using a new box of cartridges, the occlusions were still occurring during bolus delivery, but not as often. After the alarms, the customer would resume insulin delivery and the bg level was not been impacted. The contact indicated that a new cartridge and infusion set would be used.